Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, provided information states the surgeon used a 2.4mm guide pin to drill the distal screw hole. The IFU (instruction for use) pamphlet recommends using a 2.9mm guide pin for the 3.5 cortical screws with the 7 and 8mm diameter nails. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or add'l information be received, the investigation will be reopened.

Event description:
During implantation the head of the screw broke off. The shaft was left in the patient.